Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was received for analysis. Additionally, the stent was noted to be dislocated/dislodged during return evaluation. The crimp marks were visible on the proximal end of the balloon between the proximal balloon marker suggesting the stent was originally positioned correctly and securely at the time of manufacture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance and subsequent material deformation. The noted dislocation of the stent is likely due to the reported resistance felt during advancement through the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. During advancement of the xience sierra des 3.50x12 rx us, resistance was felt with the guiding catheter, and when removed the stent struts were flared. There were no reported adverse patient effects and no clinically significant delay in the procedure. Another xience sierra was used to complete the procedure. Device analysis revealed the stent implant was dislocated on the balloon as it was moved distally. No additional information was provided.